Manufacturer narrative:
Product event summary: three batteries were returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the batteries in relation to the reported event. The reported event was confirmed via log files with a critical battery alarm around the time of the reported event. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. Two batteries, (B)(4), were related to the reported event. (B)(4) was not involved in the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the failure is communication error between controller and battery which likely contributed to the event. The manufacturer has opened an internal investigation to evaluate these types of issues. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery, battery / (B)(4) / model #:1650de / expiration date: 2015/06/30, UDI #: asku, return date: 2015-10-26, mfg date: 2014-06-30, (B)(4). Heartware ventricular assist system ¿ battery, battery / (B)(4) / model #:1650de / expiration date: 2015/06/30, UDI #: asku, return date: 2015-10-26, mfg date: 2014-06-30. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that log files indicated that critical battery alarms were detected with three batteries. The three batteries were exchanged. No patient complications have been reported as a result of this event.